Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported event of low flow alarms. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2025. The log file captured several pulsatility index (pi) events that would have overwritten older information, per design. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including myocardial infarction, and peripheral thromboembolism, which may be associated with the use of heartmate 3 lvas. Additionally, it addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs section 6 lists thromboembolism as a potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the low flow alarm was not determined, however the low flows resolved spontaneously.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with chest pain. The patient had a non-st elevation myocardial infarction and a computed tomography scan (CT) which showed aortic thrombus while at a outside hospital. A repeat CT scan and transthoracic echocardiogram were performed which did not show any concern for thrombus. The patient reported an asymptomatic low flow alarm while at the outside hospital. The patient was noted to be in recovering. Log file review revealed no unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.